Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneously elevated troponin (accu tnl) results that were generated by the access 2 immunoassay system for two (2) patient samples. Patient a and b samples were tested for accu tni and results of 0.57ng/ml and 6.65ng/ml were obtained respectively. The results were not reported out of the lab. Both patient samples were re-tested for accu tni and the repeated results were: 0.02ng/ml for patient a and 0.09ng/ml for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2007 passed. The samples were collected in lithium heparin plasma tubes with gel separator. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found mixer speed out of range high, broken vessel holder, a spill in the incubator belt and a loose wash pump valve cap which were repaired. The fse performed a preventive maintenance (pm) to the instrument and cleaned hardware. The fse replaced multiple hardware components. The fse performed a diagnostic testing and results passed within specifications. The fse verified the instrument per established procedures. Hardware issues, addressed by the fse, may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.